Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or the deployment issue to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the patient experienced an elevated blood glucose level reaching 312 mg/dl after wearing the pod between 4 and 24 hours. The cannula looked bent and the customer also noted he was not sure if the cannula deployed properly.